Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 365 mg/dl compared to readings of 140 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was day 1. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 130 with 129 and sensor state 8 with event log 130 with 129 are an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. A further extended investigation was performed on the returned de-cased puck. A visual inspection was performed using a digital microscope on the returned puck and the puck (pcba) printed circuit board assembly; no indication of damage or corrosion was observed. The puck's data was extracted and analyzed for any signs of sensor data corruption or glucose reading abnormalities. None were observed during data analysis.¿performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. The returned puck has been transitioned to state 4 (active paired) which indicates that it had entered a normal operational mode and was fully functional. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No abnormal errors were observed during testing and the returned puck passed all testing. No evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.